Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power controller board was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient involvement.